Manufacturer narrative:
Patient weight is not available for reporting. This report is for one unknown variable angle locking screw. Partial part number is 02.211.0xx (length of screw is unknown). Other number¿UDI: part number unknown, UDI unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported that the patient was implanted with an unknown variable angle locking compression plate (va lcp) tibial plate and unknown quantity of variable angle (va) locking screws to repair a distal tibia pilon fracture of the right tibia on (B)(6) 2016. On an unknown date, one of the va locking screws broke through the skin at the incision and the incision had become infected. It is not known if the screw caused the infection or if the infection caused the screw to break through the skin. It is also not known if the screw migrated, only that it broke through the skin. On (B)(6) 2016, surgeon removed the protruding screw, debrided the wound, and affixed a new wound dressing. No other hardware was removed, no additional hardware was implanted. Procedure was completed successfully with no delay and no harm to patient. This report is for one unknown variable angle locking screw. This report is 1 of 3 for (B)(4).